Event description:
It was reported that the right ventricular (rv) lead showed oversensing that was reproducible during arm and pocket manipulation. It was further reported that the noise was inhibiting pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2011. (B)(4).